Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found faulty scope socket, the control for the high is intermittently causing the bulb to go into high, and the front panel was slightly discolored but did not affect functionality. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was while using the light source, the control for the high light is intermittently causing the light bulb to go into high. The issue occurred during procedure. There was no patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The reported was confirmed. Based on the results of the investigation, the root cause for the event could not be determined. Olympus will continue to monitor field performance for this device.